Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR # 2134265-2013-06742 and MDR ID # 2134265-2013-06743. It was reported that during percutaneous transluminal angioplasty (pta), automatic pullback failure occurred. The target lesion was located at moderately tortuous iliac artery. During percutaneous transluminal angioplasty, they were unable to perform automatic pullback. It could be a setting failure as they were able to perform automatic pullback post procedure. The procedure was completed with a different device. There were no reported complications and the patient status post procedure was listed as good.

Manufacturer narrative:
The complaint device was received for evaluation. Evaluation of the returned device revealed that the distance from the distal end of the transducer housing to the tip of the catheter is within specification. The telescope assembly was able to properly pull back, advance, and retract. The complaint catheter was able to properly pull back and performed within specifications at the time of functional testing using a test sled. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR # 2134265-2013-06742 and MDR ID # 2134265-2013-06743. It was reported that during percutaneous transluminal angioplasty (pta), automatic pullback failure occurred. The target lesion was located at moderately tortuous iliac artery. During percutaneous transluminal angioplasty, they were unable to perform automatic pullback. It could be a setting failure as they were able to perform automatic pullback post procedure. The procedure was completed with a different device. There were no reported complications and the patient status post procedure was listed as good.